Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer went to the emergency room for a blood glucose level over 600 mg/dl and ketones. Customer attempted to address the bg with a manual injection. Customer received intravenous fluids of saline and insulin in the ER to address the issue. Customer was released from the ER several hours later with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.